Event description:
While performing onsite service for the device, a philips field service engineer (fse) identified that the down button on the lcd display was torn off. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.